Event description:
The customer reported that the jaws could not be re-opened during a procedure. The site contact did not know if the device was applied to tissue when the jaws could not be re-opened. The site contact was not able to provide additional info regarding the device or incident. There was no pt injury reported.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.